Event description:
Ous MDR - this device hit eos according to an alert via home monitoring. The battery was at almost 100% the day before. Biotronik has no information in regards to a revision. No adverse patient events have been reported. Should additional information become available this file will be updated.

Manufacturer narrative:
The device was returned and evaluated. The eos battery status was confirmed. The device automatically activated the eos battery status during a charging cycle due to a detection in the vf zone on (B)(6) 2017 at 12:13 o clock. The eos battery state was removed and the episodes leading to the clinical observation reconstructed. Episode 4, immediately before the eos detection shows noise in the ff and ventricular channel, due to invasive external electromagnetic fields, as shown in figure 1. The morphology and frequency of the detected signals are indicative for the reported MRI scan during that time. The MRI mode was not activated. Please note that the external noise caused during an MRI scan may lead to detection in the therapy zones and possibly the activation of the eos battery status during subsequent charging cycles due to the strong external magnetic field, unless the dedicated MRI mode of the ICD is activated during follow-up. At a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. The clinical observation clearly resulted from the MRI scan, which was performed without activating the MRI mode. A thorough analysis of the ICD proved the device to be fully functional. The analysis did not reveal any indication of a device malfunction.